Manufacturer narrative:
Continuation of d10: product ID: 990063-020, product type: mapping catheter; product ID: 4fc12, product type: sheath. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo procedure, the patient's blood pressure began to drop after the first freeze and with each subsequent freeze. Intracardiac echocardiography (ice) was used to confirm the presence of a pericardial effusion. A pericardiocentesis was performed, and the case was subsequently aborted while the patient was under general anesthesia. The patient was unexpectedly hospitalized and admitted to the intensive care unit. No further patient complications have been reported as a result of this event.